Event description:
It was reported that the patient said experiencing burning with purewick. Advised to stop using pw and check in with the doctor. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported. Per additional information received via email on 05sep2025, my mom has been burning when using the purewick. She was tested for a uti several weeks ago which was negative and antifungal cream used for 2 weeks in case there was a fungal infection from previous antibiotics for a uti. She uses the purewick at night only and is uncomfortable with the burning when in use. I'm not sure what you mean when you asked is the sample available. The lot number of the box of wicks she is using now is jukn1764. I do not know the lot number of the box before this one, as they have all been used. And no, the issue has not been resolved. I called to ask if there were any suggestions for us, but the gentleman I talked to only said to discontinue using them. We have really been dependent on them, as mom can't get up during the night to use the bedside potty. When we started using the purewick, she did not have this problem. But she developed a uti after several weeks and that is when the burning started.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said experiencing burning with purewick. Advised to stop using pw and check in with the doctor. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported. Per additional information received via email on 05sep2025, my mom has been burning when using the pure wick. She was tested for a uti several weeks ago which was negative and antifungal cream used for 2 weeks in case there was a fungal infection from previous antibiotics for a uti. She uses the pure wick at night only and is uncomfortable with the burning when in use. I'm not sure what you mean when you asked is the sample available. The lot number of the box of wicks she is using now is jukn1764. I do not know the lot number of the box before this one, as they have all been used. And no, the issue has not been resolved. I called to ask if there were any suggestions for us, but the gentleman I talked to only said to discontinue using them. We have really been dependent on them, as mom can't get up during the night to use the bedside potty. When we started using the pure wick, she did not have this problem. But she developed a uti after several weeks and that is when the burning started.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.